Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote monitoring network express had missing battery voltage and rate histograms data. Advised to interrogate device to troubleshoot the missing data. No patient complications have been reported as a result of this event. (B)(6) 2017: it was reported that the implantable pulse generator (ipg) experienced a bit flip. Transmission showed no battery voltage measurement and no diagnostic data. Invalid data was observed. The device parameters were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.